Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 125-133 ohms range. Shock impedance trends were characterized by a gradual rise in measurements, which suggests lead calcification. Technical services (ts) discussed troubleshooting options and programming considerations, including increasing the shock impedance alert value to 150 and considering commanded shocks. This rv lead remains in service. No additional adverse patient effects were reported.